Event description:
Pt was in operating room for insertion of hickman/groshong central venous catheter. On the first attempt the catheter was placed but upon flushing it the surgeon noticed that there was a leak just below the microbial cuff. The catheter had to be removed and replaced with another. The second catheter was successfully placed and confirmed under fluoroscopy.